Manufacturer narrative:
Gbo complaint: (B)(4). We received customer pictures. On (B)(6)2016 we received loose tubes of 454322 batches b16033na and b16013qq. On 7/26/2016 customer reported an additional material/batch. We have no further complaints on the material/batches. A check of quality records shows no deviations related to reported events. Samples were tested, tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No deviation in draw volume that could lead to the increased pt value was detected. Additive content was found to be within specification in all tested samples.

Event description:
Customer states that they are encountering issues with leakage between the inner and outer tube walls and that erroneous results were detected on at least one occasion. When using lot b16013qp, one patient originally had a pt value of >200, but tested as 23.7 with the redraw.